Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between the patients death and ccpd therapy utilizing the liberty select cycler. The cause of the patients death is unknown; however, it was confirmed by the patients physician his death was unrelated to pd therapy. The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiovascular disease. In consideration of the statement by the patients physician, the liberty select cycler can be excluded as a cause or contributor to this patients death. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patients adverse events.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical services that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation the event was due to a deficiency or malfunction of any fresenius product(s) or device(s). Upon follow up with the patients pdrn, it was reported the patient expired at home on (B)(6) 2021 due to unknown causes. The patient had an active covid-19 infection at the time of death. It was stated the patient was connected to the liberty select cycler and their continuous positive airway pressure (CPAP) device (not a fresenius product) when they were found by family in their bed at home. The suspected cause of death was a myocardial infarction, but could not be confirmed; however, it was reported by a physician the patients death was unrelated to pd therapy. Additionally, it was affirmed the patients death was not due to a deficiency or malfunction of any fresenius product(s) or device(s).

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the top cover, on the pump door, and on the pump clamp pad; however, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An (as-received) 1300ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed on the cycler and completed without failures. The cycler weighed fill volumes were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test, a valve actuation test, a load cell verification test, a patient pressure sensor calibration check, and a mushroom head check. An internal visual inspection identified evidence of dried fluid on the bottom cover under the pump and behind the front panel, on the baseplate under the pump, on the inside of the rear panel, and behind the mushroom heads of pump a and b. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius technical services that a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired. There was no specific allegation the event was due to a deficiency or malfunction of any fresenius product(s) or device(s). Upon follow up with the patient¿s pdrn, it was reported the patient expired at home on (B)(6) 2021 due to unknown causes. The patient had an active covid-19 infection at the time of death. It was stated the patient was connected to the liberty select cycler and their continuous positive airway pressure (CPAP) device (not a fresenius product) when they were found by family in their bed at home. The suspected cause of death was a myocardial infarction, but could not be confirmed; however, it was reported by a physician the patient¿s death was unrelated to pd therapy. Additionally, it was affirmed the patient¿s death was not due to a deficiency or malfunction of any fresenius product(s) or device(s).